Event description:
It was reported that a minicap transfer set had iodine leakage. The leak occurred again after wiping the transfer set with a paper towel. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed and a damaged female connector was observed. Clear passage and clamp function testing were performed and no issues were observed. The set was leak tested with an in lab minicap attached to the female connector and a leak was observed beneath the mincap. The reported condition was verified. The cause of the leak was the damaged female connector. The cause of the damage was determined to be manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.